Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The unit received had the base handle closed without the 6-inch transitional installed which deformed the hole. Additionally, the shock cushion and 1/4 pin were worn, and the adjustment wrench had worn threads. The device history record (DHR) showed no abnormalities related to the reported failure. The reported complaint was confirmed.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported on behalf of the customer that the transitional member of an a2101 mayfield ultra base unit does not fit into the locking mechanism of the base unit. There was no known patient injury nor delay in surgery.